Manufacturer narrative:
Concomitant medical products: product ID 8785 lot# n745971, implanted: (B)(6) 2018. Product type catheter other relevant device(s) are: product ID: 8785, serial/lot #: (B)(4), ubd: 10-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-sep-11, information was received from a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for intractable spasticity. It was reported the past two refills, the healthcare professional (hcp) has noted a 5 ml volume difference where the aspirated volume was greater than the expected volume. On (B)(6) 2020, the hcp attempted to aspirate from the catheter access port (cap) and was unsuccessful. On (B)(6) 2020, the hcp brought the patient to the operating room (or) and upon opening the pump pocket noted there was a kink at the pump connector. The hcp revised the catheter and performed a dye study and roller study and all was working well. No symptoms or patient complications.